Event description:
Programming history was reviewed. The data was observed from (B)(6) 2005 (doi (B)(6) 2005) through (B)(6) 2011. The device was last programmed to a 16% duty cycle. The last parameters recorded were 1.25ma/30hz/250's/30sec/3min and magnet mode was 1.5ma/60sec/500's. Diagnostic data was also found. Multiple diagnostic tests were performed with the most recent one performed on(B)(6) 2005 - a system test with results: ok/ok/2/no. A battery life estimation was performed with the available data and worst case assumptions made for the gaps. The result revealed 4.79 yrs remaining until eri = yes.

Event description:
Clinic notes were received for a vns patient dated (B)(6) 2011. Reporting since their last visit, she has had two episodes of seizure flurries, one in (B)(6) and one in (B)(6). Other than that, she has had no further seizures. Her vns was interrogated and increased the current to 1.25-250hz and increased the magnet to 1.5. She is going to follow back up in four weeks so they can increase the magnet again. At her clinic visit dated (B)(6) 2011 - it was reported that she had five different seizures, and this caused her to become very distressed and upset over the recurrence of the seizures. Her vns was interrogated and increased the output current to 1 and the magnet to 1.25. She tolerated this change well. She also had her medications increased. Increased the keprra xr to 2000mg a day. She was going to follow back up four weeks to make sure that she is doing better. Good faith attempts will be made for further details about the reported events. It is unknown if these seizure events were above or below their pre-vns rate.

Event description:
It is unknown when the patient's seizures were first increased. On (B)(6) 2012 the patient was programmed at .75 ma / 25 sf / 130 pw / 30 seconds on time / 3 minutes off time with a mag mode of 1.25 ma / 500 pw / 60. The relationship of their increased seizures and vns was due to the patient's settings being at a non-therapeutic levels. The intervention taken by the doctor was to increase the vns output to 1,25 ma as well as increased the pulse width to 250 and increased the patient's medication. The patient was above her pre-vns baseline. The patient does have multiple seizure types however, it is only the tonic/clonic pattern that had changed.